Event description:
Malfunction of machine. The machine showed abnormal fluctuations in readings in four tries. The first try, taken by a technician trainee, indicated complete failures of the pulse rate indicator, while giving a reading of systolic pressure of 158. Another technician took immediate readings again, with the systolic pressure reading 107. The pressures were recorded. Approximately 10 minutes later, another attempt was made by the same trainee with a systolic reading of 150. A third technician attempted to adjust the blood pressure cup and again attempted a reading with a result of systolic pressure at 140. At this point, I requested that another machine be used as this machine was obviously showing abnormal variations. My request was refused and, I was told by the floor manager that the machine had been "passing people all day", and that the other booths that were used to screen patients were closed and they refused to open them as it was at the end of their workday and it was too much trouble. I requested to speak to the facility manager, and she refused to review the data that would show that a reading had been taken by the same machine that had a variance of systolic pressure ranging from 158 to 107. There was a complete lack of concern that the machine may be malfunctioning, and only concern that it was too much trouble to check the machine as "they are calibrated". When I indicated that I knew they were calibrated but the machine in question had been malfunctioning in terms of both heart rate and blood pressure. The facility manager made no notation of a potential problem on the record of the machine.